Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 260.4080 found the the 8100 error logs, but can not duplicate the issue after performing the preventative maintenance, and running an infusion for several hours. Informed the customer the logic board most likely needs replaced. Recommended customer remove the rear case, and look for any visible damage to the logic board, such as corrosion. Informed customer if damage is noted, to replace the logic board, or send in unit for repair.